Manufacturer narrative:
The calibration recovery was requested but not provided. The qc recovery was acceptable. There was no indication for a performance issue of reagent or instrument. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) checked various parts of the instrument and completed instrument performance testing. All other testing results were within specification. The customer ran successful qc.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas e 411 immunoassay analyzer. The initial result was 2.25 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned as the patient was pregnant. The sample was repeated with results of >10,000 miu/ml with a data flag and 71,650 miu/ml with a data flag. A corrected result was reported outside of the laboratory. The hcg stat reagent lot number was 45804501 with an expiration date of 30-jun-2021.